Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with a grade of 4. One clip was implanted on the mitral valve, reducing the mr to 2. Next, a clip delivery system (cds) was advanced to the tricuspid valve. Advancing to the valve was challenging due to the location of the tricuspid valve. The a knob was applied to create a 70 degree bend in an attempt to get to the valve, which was successful. The clip was positioned on the anterior septal leaflets. After the actuator knob was turned 8 times, the clip did not release from the system. It was noted that the mandrel wasn't perpendicular (angulation between clip and mandrel); therefore, the system was moved in and out. After 10 minutes, the clip deployed, reducing the tr to 2. Immediately after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda) and the tr returned to 4. A second clip was deployed for stabilization, reducing the tr to 1. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported slda could not be determined in this incident. The reported use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. It should be noted that the mitraclip instructions for use states under the indication for use section that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off label use of the device appears to have contributed to the reported difficulties. The reported physical resistance appears to be related to the usage of mitraclip at an unintended location as the device is not designed and intended to repair tricuspid valve. The reported difficult to deploy in this incident appears to be due to the unintended curves on the device as the device was used to treat tricuspid regurgitation which resulted in increased tension on the system. Furthermore, the reported device operated differently than expected appears to be due to procedural conditions of the difficult deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.